Manufacturer narrative:
Device serial number not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a driveline short to shield (sts), as the interrogation showed pump off events and low speed advisories that started the day before. The log file analysis showed a low speed and pump off event on (B)(6) 2019, while using the mpu. The patient felt the pump stop and wiggled the driveline and it started again. This looked to be the beginning of a short to shield that was intermittent at this point. This driveline issue is addressed under MFR # 2916596-2019-05982. On (B)(6) 2020 it was discovered through initial log file investigation that a no external power alarm activated on (B)(6) 2020 at 07:27am. This appeared to be the result of a loss of external power to the mobile power unit (mpu). The pump speed remained above the low speed limit at this time.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed no external power alarms that appeared to be due to a loss of ac power while the controller was connected to the mpu; however, a specific cause for this loss of power could not be conclusively determined through this evaluation. Evaluation of the submitted log files found that on (B)(6) 2020 at 07:27:02 am, the rsoc dropped from the expected ~12v down to ~4.3v then to ~2.8v in approximately 2 seconds activating the no external power alarm. The no external power alarm appeared to be caused by a loss of ac power while the controller was connected to the mpu. Low power hazard alarms were also captured. The system operated on the backup battery (ebb) during this event. The pump speed remained above the low speed limit at this time. Additionally, low speed events and pump stops were captured while the patient was supported by the mpu. These events are reported and investigated under MFR # 2916596-2019-05982. A direct correlation between the low speed events, pump stops, and the patient¿s mpu could not be established through this evaluation. Multiple requests for additional information were sent to the center, including a request for the mpu serial number; however, no further details were provided. The mobile power unit was not returned for analysis and remains in use. The hmii patient handbook addresses all alarm conditions including no external power alarms. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d11: correction.